Event description:
Event description guidant received information that during pre-implant testing of this boxed implantable cardioverter defibrillator (ICD) the battery voltage was lower than expected, 3.01 v. The device was returned for analysis.